Event description:
It was reported that in preparation for an unspecified procedure, a stent deployed prematurely. The sentinol biliary stent 10x21mm deployed while flushing during preparation. The stent was not used in the procedure. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. Attempts to obtain additional information have been unsuccessful.